Event description:
Patient was revised to address lag screw backout.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, initial placement and bone quality are contributing factors. Provided information states a 105mm lag screw was removed and replaced with 95mm lag screw. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.